Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2138700, model: sc-2138-70, serial: (B)(4), batch: a22257 / 144713.

Event description:
It was reported that the patient was experiencing inadequate stimulation. All device components were explanted and were not returned. No further information has been obtained despite good faith efforts.